Event description:
It was reported that inadequate apposition and thrombosis occurred. The stenosed target lesion was located in the iliac artery. A 7.0x40x135 cm express ld vascular stent was advanced for treatment. However, after the stent was deployed, the stent was not well fixed and was dragged out by the thrombosis. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that inadequate apposition and thrombosis occurred. The stenosed target lesion was located in the iliac artery. A 7.0x40x135 cm express ld vascular stent was advanced for treatment. However, after the stent was deployed, the stent was not well fixed and was dragged out by the thrombosis. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that during the procedure, the stent and balloon were separated. The physician used a non-bsc balloons to take out the stent separated from the patient. There were no further complications, no thrombosis noted, and the patient is in good condition.

Manufacturer narrative:
Device evaluated by MFR.: only the stent of the device was returned for analysis. The balloon catheter delivery system was not returned for analysis. A visual examination found the returned stent to be severely damaged along the entire length. No other issues were found during analysis.

Manufacturer narrative:
B2 outcome atrrib to adv event: updated. B5 describe event or problem: updated. H6 patient code (1): updated. H6 impact codes (1): updated. H6 device code: updated.

Event description:
It was reported that inadequate apposition and thrombosis occurred. The stenosed target lesion was located in the iliac artery. A 7.0x40x135 cm express ld vascular stent was advanced for treatment. However, after the stent was deployed, the stent was not well fixed and was dragged out by the thrombosis. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that during the procedure, the stent and balloon were separated. The physician used a non-bsc balloons to take out the stent separated from the patient. There were no further complications, no thrombosis noted, and the patient is in good condition.